Event description:
It was reported that (1) atb45 and (2) tr45b were used during a wedge resection procedure. It was reported by the affiliate that the staples malformed but cut the tissue. Opened another device to complete the case. There was no consequence to pt.